Manufacturer narrative:
Additional information: UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: device available for evaluation?: in the initial MDR, this question was answered "yes", however, the device was not returned to the manufacturer, so the response was changed to "no". Additional information: a manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. In addition a review of the directions for use (dfu) was conducted and it was found that it provides the customer with information on properly handling the product. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported one cone /patient interface (pi) lost suction after the laser fired. The doctor switched out the pi and successfully completed the procedure. There was no patient injury and no medical intervention was required.